Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s ilet did not charge, including a replacement device, suggesting a charger issue; troubleshooting indicated the charger¿s indicator showed a solid light, the user was not charging with the case on, and a replacement charger was arranged, with guidance to try a flat cell phone charger; the problem involved device charging and the charger component. No clinical symptoms, or conditions reported. Outcomes included no health consequences or impact. Customer care performed investigative included communication with the user or caregiver, and analysis of information provided by the user or third party. Investigation of this case revealed a power source problem associated with the battery charger consistent with a charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.